Event description:
The affiliate reported that a customer alleged that some cracks were found at the tip of particular scopes (manufactured by olympus), after the scopes were processed by disopa with aer (endoclens). Per customer, the damaged device was not used on patients.

Manufacturer narrative:
Per affiliate, the month and day of the event is unk. Other - damaged device.